Event description:
Customer reported his insulin pump alarmed battery out limit and the keypad is unresponsive. Customer's blood glucose is 140 mg/dl. Customer was programming the bolus wizard when the numbers started scrolling on their own. He replaced the battery and it alarmed battery out limit. He wears the device next to his body and there appears to be moisture on the screen. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. Unable to verify battery out limit due to button and keypad anomaly. No moisture damage found inside the insulin pump. Insulin pump received with cracked display window corner, battery tube threads, reservoir tube lip and minor scratches on display window.